Event description:
The customer reported the device did not shock the patient during cardioversion. Another device was used to treat the patient. There was no adverse event to the patient or user. A philips field service engineer (fse) evaluated the device. The fse confirmed the issue was caused by improper use performed by the customer. Philips investigated the issue and determined that it is not consistent with a product malfunction. Instruction was provided to the customer by the fse for correct operation. The customer did not use conductive paste. The customer was instructed to place the paddle handle in the correct position and to discharge within the specified time after charging.